Event description:
The customer reported that an 840 ventilator was inoperable. The ventilator was not in use on a patient at the time the malfunction occurred. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and provided the customer with a quote to replace the breath delivery unit (bdu) printed circuit board (pcb). The repair is still pending and has not been completed.

Manufacturer narrative:
(B)(4).